Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the cause of the low flow alarms was found to be from an aortic aneurysm dissection and the patient passed away. The death was not considered device related and the device operated expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought into the emergency department after the patient's system controller was low flow alarming and then the pump stopped while at home. The patient was unresponsive, and emergency medical services (ems) was unable to auscultate the left ventricular assist device hum. Ems performed a controller exchange and the pump restarted. The patient regained consciousness. Log files were submitted for review. The log files captured from 08may2024 at 8:35:31 through 10may2024 9:42 mostly pulsatility index(pi) events with a few low flow events. The events did not appear to be equipment related but may have been of clinical significance. After 10may2024 at 10:35, the trended data appeared to show a significant reduction in the recorded power, flow, and average pi values. There were frequent low flow alarms after this time. The recorded data indicated that motor speed was maintained during these events until the driveline was disconnected on 10may2024 at 10:54.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow events. The account reported that the low flow events were caused by an aortic aneurysm. A direct correlation between heartmate ii left ventricular assist device (lvad), serial number (B)(6), and the aneurysm and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death and bleeding. This section also provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. Section 6 ¿patient care and management¿ (under ¿pump performance monitoring¿) states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 6 of the IFU also outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: correction. Section h1: correction. Section h6 (health effect - clinical code): correction. No further information was provided. The manufacturer is closing the file on this event.